Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was received in good visual condition and with three reloads present. Reloads b and c were received fully fired; reload d was received unfired. The device was tested for functionality with the returned reload d and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the device was activated during the phase of anastomosis of the ileocolic, the device only cut the tissue, and it did not apply staples. The case was carried out by doing a manual anastomosis. There were no adverse consequences for the patient.